Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2026 for the endoscopic treatment of internal hemorrhoids. During the procedure, the band could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.